Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity had decreased 8 months within a 2 month timespan. Technical services (ts) confirmed through data analysis the device was experiencing pbd and recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned energen ICD was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity had decreased 8 months within a 2 month timespan. Technical services (ts) confirmed through data analysis the device was experiencing pbd and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Correction to field d2a: common device name

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity had decreased 8 months within a 2 month timespan. Technical services (ts) confirmed through data analysis the device was experiencing pbd and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device has not been returned for analysis.

Event description:
It was reported that there were concerns the implantable cardioverter defibrillator (ICD) was experiencing premature battery depletion (pbd). It was noted that the longevity had decreased 8 months within a 2 month timespan. Technical services (ts) confirmed through data analysis the device was experiencing pbd and recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device has not been returned for analysis.